Event description:
The customer contacted baxter's technical services center reporting an alarm during fill on the home choice (hc) and then the home patient (hp) restarted using the same supplies which is a use error. The hc was in priming and the hp was connected. The baxter technical service representative (tsr) had the hp disconnect and restart with all new set up. The tsr advised to call at time of alarm before doing anything. The hp restarted. The solution to this issue as provided over the phone and swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.